Event description:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the use of the remstar pro c-flex+ device caused the patient to be hospitalized due to bilateral pneumonia x4 within one year, requiring administration of antibiotics and respiratory treatments. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the use of the remstar pro c-flex+ device caused the patient to be hospitalized due to bilateral pneumonia x4 within one year, requiring administration of antibiotics and respiratory treatments. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In this report, section d, g, e and h has been updated/corrected.